Event description:
It was reported that during a laparoscopic supracervical hysterectomy procedure, the active blade broke off the device and fell into the patient. The broken blade was removed immediately. There was no need for an x-ray. Another device was used to complete the procedure. No adverse consequences reported.

Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Added additional information: after several requests, the device was not received for analysis. Should the device be returned for analysis, a supplemental medwatch will be sent